Event description:
It was reported that approximately 3-4 hours post transfemoral tavr procedure, the patient's heart rate started to slow down; there were long pauses with one episode of asystole, requiring a temporary pacemaker. Prior to the procedure the patient had sinus bradycardia. There were no complications during the procedure. On pod3 during the placement of a permanent pacemaker, the right ventricle lead perforated the septum. The patient¿s pressure dropped and tamponade developed. A pericardiocentesis was performed. The patient was stabilized and the pacemaker procedure was completed with the patient in stable condition. Per report, the patient had severe aortic valve calcification, the patient¿s aortic valve was mildly calcified, the sinus of valsalva measured 31mm, and the sinotubular junction (stj) measured 28mm.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A specific underlying cause for the bradycardia was not provided in the report and the patient did have pre-existing bradycardia prior to the tavr procedure. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava (svc) for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO). Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive in nature. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Although the cause of the bradycardia cannot be confirmed, it is possible that in addition to the procedure itself, the patient¿s advanced age, cardiac pathology and hypertension may have contributed to the worsening bradycardia with subsequent pacemaker implantation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.